Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported a patient with diffuse lamellar keratitis in the left eye one day post uneventful lasik. The flap was lifted and rinsed. The diffuse lamellar keratitis resolved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The energy was stable during treatment day. The logfile shows successfully performed treatments. Treatment was identified in logfile. Treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-06782.